Event description:
On april 24, 2025, palette life sciences received a notification from the us. It was reported that "this was a 10 cc rwi which occurred." Additional information received on april 29, 2025, indicated that "the patient is currently asymptomatic, and a call is scheduled with palette life sciences representative and physicians to discuss the reversal with hyaluronidase." Further additional information received on may 07, 2025, mentioned that "the reversal procedure occurred today, on (B)(6) 2025, the large area of rectal wall infiltration (rwi) was not visualized but a smaller area was injected with 0.5 cc of hyaluronidase."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was available for analysis. All lots of barrigel are released by both galderma/q-med contract manufacturer) and palette life sciences (legal manufacturer). Both releases ensure that the product's predetermined specifications, as noted in the relevant palette part specifications, are met and that there are no critical deviations associated with the reviewed lots. Without the device to evaluate the probable cause could not be determined from the available information. Palette life sciences will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
On april 24, 2025, palette life sciences received a notification from the us. It was reported that "this was a 10 cc rwi which occurred." Additional information received on april 29, 2025, indicated that "the patient is currently asymptomatic, and a call is scheduled with palette life sciences representative and physicians to discuss the reversal with hyaluronidase." Further additional information received on may 07, 2025, mentioned that "the reversal procedure occurred today, (B)(6) 2025, the large area of rectal wall infiltration (rwi) was not visualized but a smaller area was injected with 0.5 cc of hyaluronidase."